Event description:
Patient called for a nevro product and dialed the wrong number. Patient stated that they turned the device off because it did not help and made them worst because it made their nerve collapse and fell the other day. Patient was looking for MRI guidelines. Patient then realized they reached the wrong number. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).